Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing due to noise was noted on the right ventricular lead; there were no reports of inappropriate therapy delivered to the patient as a result of the noise issue. On (B)(6) 2018 the lead was capped; it was noted that the patient was preparing for unrelated radiation therapy. It was noted that the patient did not experience any adverse consequences during and post procedure.